Event description:
It was reported the pt was not receiving effective coverage due to lead migration. As a result, the pt underwent surgical intervention. During the procedure, the physician was unsuccessful advancing the lead due to possible scar tissue. In turn, the lead was not relocated and was placed at the original location. Post-op, the pt was not able to move his legs. Subsequently, the physician decided to explant the pt's scs system. The pt was able to move his legs post-op but has some weakness.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.